Manufacturer narrative:
Additional information: d10: the reported field event of high pacing impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-16418. It was reported that when the patient presented in the hospital, high, out of range, low voltage lead impedance was observed. The device and the atrial lead were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.